Manufacturer narrative:
This event occurred in (B)(6). Further information regarding the event was requested but not provided by the customer. The field service engineer replaced various parts. Based on the available information, the investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for two patients tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial k result was 24.51 mmol/l, and the patient's repeat k result was 3.95 mmol/l. Patient 2's initial na result was 797 mmol/l, and the patient's repeat na result was 140 mmol/l. The na and k electrode lot numbers and expiration dates were requested but not provided.